Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected results were obtained from multiple vitros microslide assays tested on a single patient sample when processed using a vitros 5600 system. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing erroneous results to be obtained for a patient sample. Due to hardware reliability issue (i.e. X- drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504, 594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Therefore, believable, erroneous results are reported by the vitros 5600 analyzer. The FDA (B)(4) district office was notified of this issue on 17 august 2018. Refer to report number 1319681 08/17/2018 001 c.

Event description:
A retrospective review of complaint data in support of an ortho internal investigation identified an event which occurred on (B)(6) 2018 involving a non-reproducible, lower than expected results obtained from a single patient sample for multiple vitros microslide assays when using a vitros 5600 integrated system. Vitros trig patient sample result of <0.11 mmol/l vs. The expected result of 0.60 mmol/l. Vitros crea patient sample result of <4 umol/l vs. The expected result of 75 umol/l. Vitros ast patient sample result of <3 u/l vs. The expected result of 19 u/l. Vitros alkp patient sample result of <20 u/l vs. The expected result of 19 u/l. Vitros dhdl patient sample result of <0.13 mmol/l vs. The expected result of 2.26 mmol/l. The likely cause of the event is the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing erroneous results to be obtained for a patient sample. If the erroneous results are not detected or questioned by a physician, the erroneous results could lead to inappropriate intervention with the potential for serious injury to the patient. This report corresponds to ortho clinical diagnostics (ortho). Complaint number (B)(4).